Manufacturer narrative:
Device 1 of 4. Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Visual analysis of the lead found compression and electrocautery damage throughout the lead body. The lead passed all functional testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR reports: 1627487-2010-03538, 1627487-2010-03539 and 1627487-2010-03540. The pt received an scs system, including three percutaneous leads and one dual extension, on (B)(6) 2007. It was reported the leads and extension were explanted and replaced due to pt discomfort. The explanted products were returned to the MFR for analysis. F/u on the pt found no further issues reported.